Event description:
Caller reported that the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The caller was instructed to try a different wall outlet and to leave the wall adapter plugged into a working outlet for at least 30 minutes. After following these instructions, the battery started charging and working again.